Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes produced erroneous results. The following information was provided by the initial reporter: "per email: we had another discrepant troponin last night. Trop @2041=10.05; trop @2043=23.67; trop @2103=10.36; trop @2105=11.29. No previous results on patient. Qc is good. Humidity in lab was 34.4%, temp 22c no errors on analyzer."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. (B)(6). Clinical biochemistry technical director, diagnostic services. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes produced erroneous results. The following information was provided by the initial reporter: "per email: we had another discrepant troponin last night. Trop @2041=10.05. Trop @2043=23.67. Trop @2103=10.36. Trop @2105=11.29. No previous results on patient. Qc is good. Humidity in lab was 34.4%, temp 22c. No errors on analyzer."